Event description:
It was reported that a (B)(6) male patient received a laceration on his foot during transfer from the transport table to the exam table. The laceration required surgical intervention (sutures). The system was checked by local service, and the system was found to be functioning within specifications. There has been no system malfunction communicated or confirmed during the technical investigation by siemens.

Manufacturer narrative:
The investigation does not indicate a malfunction or deterioration in the characteristics or performance of the device. Siemens service checked the table, and found no unusual sharp edges on the frame or the table top. Dependant upon the table top position prior to beginning an exam, the unit table may have a gap between the table top and the frame. The table top generally is moved toward the patient load side so that there is no gap, in order to prevent occurrences of this nature. The table top was reportedly not in the proper position to close the gap between the transport device and the table top. Additionally, the patient was reported to have a pre-existing condition and has no feeling below the waist. Due to this condition, the patient could not assist with the movement from the transport device to the table top.